Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26544 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced episodes of ventricular tachycardia during impella 5.5 support. The patient was shocked over 20 times in the period of a twenty-four hours to manage the condition. The pump was repositioned in response to the episodes and a ganglion block was utilized to resolve the issue. Support continued with the implanted pump. Twenty-four days into support, care was withdrawn and the patient passed away. There is not enough information to exclude the impella device as an associated factor in the patient's demise.